Event description:
Related manufacturer reference no.: (B)(4). It was reported that the patient presented for an implant procedure. After the procedure it was noted that the right atrial (ra) lead exhibited high impedance and failure to capture. The physician realized that the lead had not been connected to the pacemaker header. The ra lead and the pacemaker were explanted and replaced since the header and connector were contaminated. The patient was in stable condition.